Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported event in b5, become aware date, event date, date received by mfg, and to finalize the report. Additionally, to include the following information: product brand name, product UDI, operator of the device, device available for eval?, manufacturing site, report source, reason device not evaluated, health impact grid, and evaluation results code grid. A dreamstation auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. The device was scrapped by the service center after the evaluation was completed.

Event description:
A dreamstation auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. The device was scrapped by the service center after the evaluation was completed.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped nd found evidence of foam degradation. During the evaluation, foam particles were visible. After the evaluation of the device, the third-party service center scrapped the device.